Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains and the recipient will continue to be monitored by the health care provider.

Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.